Manufacturer narrative:
Additional information: the following information was obtained from the customer "this pump is not available to return. It was removed and discarded".

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 72-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there were no pulses in the impella extremity. The peel-away sheath was still in place. An ultrasound was done, which showed no flow present in the extremity. The leg was cold and starting to mottle. The physician was made aware, and the impella was removed. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.3l/min as intended. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Investigation summary: ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.